Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Several images of the shelf cartons for the 30gx8mm bd ultra fine syringes were provided. The customer reported torn shelf cartons. The images were examined, and it was observed that the lot number, manufacturing date, and expiration date are missing from the reverse side of the polybag.. A review of the device history record was completed for batch# 1347465. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, embecta was able to confirm the customer¿s indicated failure of shelf carton damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 boxes of bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: no vendor lot, no expiry date.

Event description:
It was reported that 6 boxes of bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: no vendor lot, no expiry date.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.